Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
A customer alleged a false positive for a single patient using the liat analyzer (B)(4). The customer retested the same sample on a competitor assay followed by another liat unit. Both produced negative results and the sample was reported out as negative. An investigation to evaluate the customer complaint is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive sars-cov-2 result for a single patient using cobas liat sars-cov-2 and influenza a/b test (lot 00914z) on the liat analyzer (B)(4). The customer repeated the same sample on the competitor assay genexpert, followed by another liat unit. Both produced negative results and the sample was reported out as negative. The patient sample was collected using a nasopharyngeal swab with a copan utm 305c media tube on (B)(6) 2021. The sample was stored at room temperature for around 20 minutes prior to testing. According to the methods sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. No further information regarding sample preparation or testing is currently available. An investigation to evaluate the customer allegation is ongoing.